Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient who was receiving dilaudid 4 mg/ml; 0.36 mg /day via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The date of the event was (B)(6) 2015. It was reported that 13 days prior the patient developed a lump of fluid on her back at the catheter site. A catheter dye study was done and was "ok" (unknown date). It was unknown if other pre-work up was done. The physician brought the patient to the operating room and opened the area. The exact cause could not be determined as the spinal catheter connection was intact and there were no obvious catheter kinks. The physician trimmed the spinal end and reconnected. The catheter access port was accessed and had good flow of spinal fluid. Patient status was alive; no injury.